Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluate the report of a "no disposable clamp tubing" error. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. Downstream sensor was replaced to resolve the issue.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluate the report of a "no disposable clamp tubing" error. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. Downstream sensor was replaced to resolve the issue.

Event description:
It was reported that a smiths medical pump displayed a "no disposable clamp tubing" error. No adverse patient effects were reported.